Manufacturer narrative:
H3: analysis found on cable 9735774 usb 2.0dual user io s8 svc- analysis determined the center divider on the returned dual usb port has been pushed to one side blocking one port. The other port is intact but very loose due to the moved divider. This port also has a bent contact. The cable is not usable as is. B01, c07, d02 applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. The hardware parts were replaced, testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735774, serial/lot #: none, ubd: , UDI#:.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging spin was being transferred and the navigation unexpectedly shutdown. It was reported that they were unplugging a mouse from the usb port when this occurred. The site turned on the system and was able to continue with no issues. The site decided to re-spin the manufacturer representative (rep) was on site and was unable to replicate the issuebut did notice that the usb port was damaged. No impact on patient outcome. There was a delay less than one hour.